Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
Device evaluated by MFR the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic bent. Claim #(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+2.0/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.